Manufacturer narrative:
User reported issue was confirmed. Device was found to have a speaker issue. The device also failed the pressure test, had soft keypad and lcd backlight issue. The device was repaired and retested to meet all the specifications. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016.

Event description:
The user reported the device had no sound. No patient was involved in this case.